Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced an alarm further described as ¿incomplete drain¿ during drain eight of ten while using the homechoice device. The event occurred during use, and the patient was connected at the time of the event. The patient had a drain volume of 85ml. It was reported that the device ¿was not in a low drain volume¿ but was having an ¿incomplete drain¿ with no further information. There was no patient injury or medical intervention associated with this event. No additional information is available.